Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-00810. Per the customer, after learning of an air conditioning failure at the facility, the customer went into the operating room to check the equipment. The operating room was eighty-five degrees and damp. The screen on the roller pump was blank. The perfusion system was moved out of the operating room. An hour and half later, the customer checked the roller pump again and everything was working fine. Upon the arrival of the field svc rep (fsr), the fsr inspected the equipment and the unit and was performing normally. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during a non-clinical activity, the roller pump display was not working. There was no pt involvement.